Manufacturer narrative:
Incident resulted from weld failure. While less than 0.02% welds have failed, the incidence of failure in 2004 is higher than in other years. For that reason, all customers with models who have reported weld failure, and are from batches of steel used in 2004, have been contacted and an upgrade was installed to ensure no failures in the future.

Event description:
With the pt on the table in the fowler position (sitting up with back being supported by the upper portion of the table), the lower fowler actuator mount tab broke away from the table causing the head of the table to fall to the floor. The pt was able to avoid injury by utilizing the safety mechanisms built into the table. Specifically, the pt grabbed onto the safety rail before he fell.